Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the (B)(4) ((B)(4)) identified the root cause to be due to the fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by (B)(4).

Event description:
It was reported during an unknown patient procedure the offset cup impactor was broken. The instrument had failed at the ratcheting mechanism. A straight handle impactor was used to implant the cup. No adverse events reported.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site and lot number. The manufacturer registration number for the manufacturing site was 9614497. The device history record (DHR) was reviewed and no discrepancies were identified. Manufacturing site to (B)(4). Device manufacture date entered, 09/12/2011. (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.